Event description:
Contact reports conduit tcp granules were mixed with 2cc of optium dbm (a non-depuy manufactured allograft demineralized bone matrix) and the patients blood. The mixture was packed into a bengal cage and implanted. It was reported that at two days post-op, the patient suffered from severe angioedema.

Manufacturer narrative:
The conduit was implanted and is not available for evaluation. A full investigation was performed and it was inconclusive as to whether or not the conduit or any other depuy spine product used in this case could have directly caused or contributed to the event. A full review of the device history records found no discrepancies to the product processing and/or batch. Complaint trend analysis for the past ten years found no other complaints of this nature have been reported for this product. The patient is reported to have recovered and was released from the hospital. At this time, the complaint is considered to be closed. Device remains implanted.